Manufacturer narrative:
The insulin pump was unable to perform displacement test, operating currents, self-test, off no power, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The pump was unable to verify no delivery alarm due to no button response. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose value was unknown. The product was returned for analysis.